Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The owner's manual part number 1141450, rev.e(oct-08)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Provider states lights flashing will drive for a few minutes and then shuts off. The reporter was contacted for additional information. I was learned the device has recently been issued to the end user when the joy stick had a error code they replaced joystick. Still had problems with chair when the tech guy said that the joystick cable need to be replaced they replaced cable no more complaints with customer